Event description:
It was reported the patient was no longer receiving effective stimulation coverage. The patient's leads were repositioned to recapture the patient's right side pain coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.